Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the wiring is exposed below the blue cable connector on the st holster. No pt involvement occurred.